Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low and high blood glucose (bg) levels from 03/14/23 to 06/07/23 of 42 to high mg/dl. The low and high bg causes were not known. The customer consumed carbohydrates to address all low bg levels, and they delivered a correction injection to address the high bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.